Event description:
It was reported that the perfusionist pressed the arterial pressure zero key to zero the art line during a transport and the pump turned off and then came back on with the distorted display. Another pump was put on the patient and there were no reported patient complications. Per field service report: symptom: during transport pump shut off and came back with distorted display when arterial pressure transducer zero was pressed.

Manufacturer narrative:
Evaluation: findings/action taken: could not duplicate problem. Replaced power supply and battery. Follow-up report will be filed if additional information becomes available.